Event description:
During a coronary stent procedure of a vein graft to the rca, the lesion was predilated and the express stent was successfully deployed. Upon removal a perforation was noted. The perforation was repaired with another manufacturer's stent. The patient was brought back several hours after the procedure and placed on a balloon pump. Patient status is listed as "okay".